Event description:
It was reported the patient received a lead implant on (B)(6) 2013, and the next day the patient went to the emergency room because she was unable to feel her right leg. The physician undertook surgical intervention to remove the lead from the epidural space on (B)(6) 2013. It was reported the lead was left implanted under the skin. A CT scan was performed, and it was determined the patient had a slight hematoma as well as a pre-existing bulging disc which was likely the cause of the issue. The patient was provided steroids, and was monitored. It was reported the leg returned to normal. The physician undertook surgical intervention to reposition the lead on (B)(6) 2013. Follow up identified the patient received effective stimulation and was satisfied with the scs system postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.